Manufacturer narrative:
The investigation is ongoing, and the results will be reported as soon as they are available. The internal complaint's manufacture number is (B)(4).

Event description:
(B)(6) received an e-mail from the ethicon risk manager team stating the following: it was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and tvt-o was implanted. It was reported that the patient experienced pelvic pain, hip pain, back pain, abdomen pain, frequent urinary tract infections, urinary incontinence, and bowel incontinence, vaginal prolapse and pain during intercourse. No additional information was reported.